Event description:
On (B)(6) 2009, the pt's mother reported that a small amount of insulin spilled in the cartridge compartment of the infusion device during a cartridge change. She was instructed to dry the cartridge compartment with a dry cloth. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.